Manufacturer narrative:
Philips service performed calibration and adjustment, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that detector calibration could not be completed on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.